Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error after the bolus procedure. The customer's mother stated that the alarm had been a recurring issue, and she was calling to reported the third time it had occurred. The blood glucose reading was 189 mg/dl. She also reported that the customer had many instances of "bad" blood glucose levels, which could not be kept under control for 3 days. She observed a no delivery alarm as well. No significant events leading to the alarm were noted except that the customer was about to finish delivering a bolus when the no delivery alarm went off. Advised replacement of the insulin pump. Nothing further reported.